Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the original blue cartridge was removed (not used) from the tsb45 and replaced with a white tr45w to make the first firing. The cut line had some bleeding (more than oozing). The second tr45w (enclosed) was loaded and when the surgeon attempted to fire, the tsb45 jammed. The scrub tech then attempted to fire this reload and it still jammed. The scrub tech loaded a third tr45w and fired the tsb45 to verify the second tr45w was defective, not the tsb45. The third tr45w fired okay. A fourth tr45w was then loaded and the surgeon used it to make his second cut along the right side of the uterus. This staple line also had bleeding. At this point, the surgeon had difficulty with the release button not functioning properly. It finally released and a fifth tr45w was then loaded and used along the left side of the uterus. This staple line also has some bleeding and the surgeon had the same difficulty with the release button. Finally, a sixth tr45w was loaded to make the fourth and final cut. Again some bleeding and release button difficulty. The surgeon was able to complete the case with this tsb45. There was no consequence to the pt.